Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Serial #: (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter alleged an unusual issue in the form of "e11" alarm. No further information was available. This complaint is being reported as the reported e11 alarm issue may result in a long term cessation of insulin delivery if the user is unable to clear the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 11/02/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 10/29/2016 with the following findings: the review of the black box data and the alarm history showed no ¿e11¿ alarm. The pump powered on with intact auditory and vibratory features to a blank screen; therefore, a test display was used. However, when a test display was mounted, the pump powered on and emitted a call service alarm ¿cs69¿ which was unable to be cleared; therefore, investigators were unable to adequately investigate the reported ¿e11¿ complaint. Upon removal of the pump cover, no intermittent condition was found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.